Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation service/test (cust) for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) knob broke off.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. Power setting knob was detached. The detached knob was not returned for evaluation. No visual defects were observed. Based on the return condition of the device, the reported complaint for the reported failure "break" was confirmed.

Event description:
The hospital reported that during preparation service/test (cust) for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) knob broke off.